Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device displayed alarm "no disposable" and the cassette presents air bubbles. The customer replaced the cassette and the tubing, so the pump started infusing with no alarms. No patient injury was reported.